Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited p wave oversensing on the left ventricular (lv) lead channel, leading to pacing inhibition. Technical services (ts) was consulted and programming enhancements as well as in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited p wave oversensing on the left ventricular (lv) lead channel, leading to pacing inhibition. Technical services (ts) was consulted and programming enhancements as well as in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that a chest x-ray was performed and the lv lead was noted to have dislodged. The physician plans to schedule a lead revision procedure, however, the system currently remains in service. No adverse patient effects were reported. This system remains in service.